Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 255 mg/dl. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. Customer reverted to manual injections for insulin therapy.